Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: due to wear of angle wire, bending angle in upward direction did not meet the standard value, due to wear of angle wire, the play of upward and downward knob was out of the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive around objective lens was peeled, adhesive on bending section cover had a chip, light guide protector had a cut and a dent, forceps channel port and suction cylinder was shaved, connecting tube has discoloration, plug unit has a crack, universal cord had wrinkle, paint on air and water cylinder was peeled, the bending section cover, suction connector, plastic distal end cover, forceps elevator, free-engage knob, upward and downward knob, right and left knob, switch box, scope cover, universal cord grip, control unit had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the gastrointestinal videoscope had insufficient angle, crushing near the insertion part, and peeling of contact plating. There were no reports of patient harm. During the evaluation the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material as it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.